Manufacturer narrative:
The hill-rom technician found that the charging cable is pulled very tight when charging. The cable has a charred spot at 90 degrees in the cable. The most probable root cause to the burnt cable is a short circuit in the power cable socket. A male socket will gradually wear out over time. Extensive wear will loosen the connectors with an increased risk of arcing. This will then destroy the socket. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the consumer performs preventative maintenance on this lift. The technician replaced the charging cable of the lift to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the power cord at the end that attaches to the lift shorted out. The lift was located in the patient's home. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).